Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, successfully performed reset with support, confirmed that error message did not reappear, and then successfully started new sensor session.